Event description:
The biomedical engineer reported that there is communication loss on the 3rd floor central nurse's station (cns) . Nihon kohden technical support (tech support) did some troubleshooting and found that this was due to the multiple patient receiver (org) failing. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported the org had flashing error lights. On the connected cns, comm loss message was shown for the telemetry patients that were connected to the org in question. These telemetry patients were also being monitored on two other floors (4th and 5th) where the same communication loss messages were displayed. The org could not be seen on the host table. The org was returned to nka for evaluation and repair. Service requested / performed: repair / evaluation. Investigation summary: nka repair center evaluated the device. The report of org flashing error lights, causing a comm loss message at the cns was confirmed. The org software version 04-51 was reloaded to resolve the issue. The root cause of the data crash could not be determined. The overall risk score is medium. No CAPA is required at this time. The following fields are not applicable (na) to the MDR report: d4: lot# & expiration date. G4: device bla number. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the org. Central nurse's station: model: cns-6201a. Sn: (B)(6). Telemetry transmitter. Model: ni. Sn: ni. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that there is communication loss on the 3rd floor central nurse's station (cns) . Nihon kohden technical support (tech support) did some troubleshooting and found that this was due to the multiple patient receiver (org) failing. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the org, but the customer did not provide the model and serial number information of the telemetry transmitters. Therefore that was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station: model: cns-6201a, sn: (B)(4). Telemetry transmitter: model: ni, sn: ni.

Event description:
The biomedical engineer reported that there is communication loss on the 3rd floor central nurse's station (cns) . Nihon kohden technical support (tech support) did some troubleshooting and found that this was due to the multiple patient receiver (org) failing. No patient harm reported.